Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the medium large clip applier instrument would not apply the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and failure analysis investigation did not replicate nor confirm the customer reported complaint. Failure analysis found the primary failure of could not reproduce to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. There were no bent clip grip tips. The instrument was fully functional.